Manufacturer narrative:
An event of death, hypotension, ventricular fibrillation, and arrhythmia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The event details were reviewed by an abbott senior director of medical affairs. Based on all available information, a cause for the reported death could not be conclusively determined. Causes for the reported hypotension, ventricular fibrillation, and arrhythmia could not be conclusively determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. The patient was very sick, had rhythm disturbances and had a difficulty of crossing the sino-tubular junction (stj) level during the transfemoral access. During procedure, the patient experienced a rhythm disturbance and pressure drop. The final implant depth was 3mm on the non-coronary cusp and 3mm on the left coronary cusp, but it was difficult to see, due to the team performing cardiopulmonary resuscitation (CPR). After the procedure the patient had low blood pressure and ventricular tachycardia (vtach). At the end of the procedure, the patient got expired, after that the physician mentioned the valve looked at perfect depth and fully expanded. The physician mentioned the possibility of death was coronary bypass graft obstruction with dislodged calcium.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. The patient was very sick, had rhythm disturbances and had a difficulty of crossing the sino-tubular junction (stj) level during the transfemoral access. During procedure, the patient experienced a rhythm disturbance and pressure drop. The final implant depth was 3mm on the non-coronary cusp and 3mm on the left coronary cusp, but it was difficult to see, due to the team performing cardiopulmonary resuscitation (CPR). After the procedure the patient had low blood pressure and ventricular tachycardia (vtach). At the end of the procedure, the patient got expired, after that the physician mentioned the valve looked at perfect depth and fully expanded. The physician mentioned the possibility of death was coronary bypass graft obstruction with dislodged calcium

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.